Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the thrombus has been completed. Per review of the clinical details provided, the patient had a pre-existing mural left ventricle thrombus condition and impella was explanted. The cause of the thrombus issue was patient condition related due to pre-existing condition of mural thrombus per clinical review. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella cp with smart assist system: section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: as noted in the impella IFU ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ as noted in the impella IFU "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient had a thrombosed left anterior descending artery stent prior to the impella placement, the plan was to perform a percutaneous coronary intervention and thrombectomy. The procedure resulted in the impella being successfully exchanged out for an intra-aortic balloon pump due to the mural left ventricular thrombus. The patient remained on extra-corporeal membrane oxygenation and was reported to have improved with an ejection fraction of 20 to 25%. This device was replaced due to the patients preexisting thrombosed stent. It was reported that the patient survived the procedure.